Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 254 mg/dl. A correction bolus via the pump was delivered and a temporary basal rate was set to address the bg level. The cause of the high bg was not known. A pump system check was performed and no device issues were identified. The customer changed the pump supplies and upon loading the insulin into the cartridge, resistance was felt and the full amount of insulin could not be injected into the cartridge. Reportedly, all of the pump supplies were changed and insulin delivery was resumed. The customer declined further follow-up.